Manufacturer narrative:
H10: h2, h3, h6. The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was conducted. The unit would not respond or pressurize when the power rocker switch was engaged. The unit was disassembled. The fuse on the and printed circuit board tested good. The pre-pressure test jig was used to bypass the unit's printed circuit board and fuse. The unit pressurized as designed. The complaint was confirmed and the root cause has been determined to be a defective printed circuit board. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue

Event description:
It was reported that the spider 2 tenet was not holding pressure during set up for a shoulder scope. The malfunction was solved with no delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.